Event description:
It was reported that the patient underwent a posterior spinal fusion l3-l5 using rhbmp-2/acs in the posterolateral gutters. The patient continues to experience severe and unrelenting pain in his low back and torso, and neuropathy in his right foot. He experiences difficulty standing for prolonged periods and difficulty walking even short distances. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient was discharged from the facility.